Event description:
Reference MDR #1036844-2011-00213 for the first event and MDR #1036844-2011-00214 for the second event involving the same patient. It was reported that the procedure was being performed in the (B)(4) neonatal department. During the third insertion attempt, the physician was attempting to thread the catheter over the spring wire guide (swg). At which time, the catheter would only pass through the hub. As a result, everything was removed and a new kit was opened. The fourth kit was placed successfully. There was a delay in treatment with no harm to the patient, no patient death and no patient complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.